Manufacturer narrative:
Images from the instrument were retrieved for the first sample; well a7 had no red cell agglutination and some clumping. Repeat testing showed clearly defined red cell agglutination in the well. The customer did not return samples for investigation testing. A DHR review for anti-a (murine monoclonal) series 1, lot 101673 did not reveal any deviations from processes in the manufacture of the product. The lot met all specifications for in-process and final release criteria. Testing was performed with retention anti-a, lot 101673 using retention greiner plates. Testing was performed in parallel with monoclonal control. In-house donor samples (<10 days old) and segments from donor units were tested. All samples performed as expected with hds plates with all group a donors exhibiting 4+ reactivity. With the greiner plate, most group a donors exhibited 3+ to 4+ reactivity; however, 1 donor exhibited adherence on the edge of the well and 3 donors exhibited monolayer adherence. The monoclonal control and all group o and group b donors were negative in all testing as expected. The investigation is on going. According to the galileo operator manual, forward only abo-rh testing has a higher risk of mistype due to the absence of the reverse type results. Hazardous mistypes may occur, such as an a sample being interpreted as a group ab, or an rh (d) negative sample being interpreted as rh (d) positive. For this reason, abo-rh results should always be compared to the patient or donor's history.

Event description:
Customer reported an abo discrepancy on a neonatal venous blood sample using the fwd_aborh assay on galileo. The result was o negative. The customer performed repeat testing using the same sample on the galileo and received results of a negative and ntd neg. The customer performed additional testing on another galileo and received a negative results. The customer reported another abo discrepancy on galileo. This sample was a neonate venous sample. Initial testing on the galileo was reported as o positive; repeat testing was performed using a different lot of anti-a reagent; a positive results were reported.